Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, the outer insulation below the yoke had a unclear damage. No electrical abnormalities were present on the lead before the procedure. The lead was retested via the psa and tested normally. The physician elected to apply medical adhesive and an additional suture sleeve to the lead. The rest of the procedure was uneventful and the patient was discharged the following day.